Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer, nurse (B)(6), reported the following to sales rep (B)(4): "we used 3 greys revision osteotomes yesterday for a case - when we opened one from its cellophane wrap and took it out of the card board box - we notice that the sharp metal end had punctured the sterile double wrap - so we could not use it as it was unsterile - I think the reason the sharp end broke through the double clear view wrap is that the sponge protective end (that normally covers the sharp end of the osteotome) was loose inside the packaging and the sharp end was exposed."

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
Customer, nurse (B)(6), reported the following to sales rep (B)(4): "we used 3 greys revision osteotomes yesterday for a case - when we opened one from its cellophane wrap and took it out of the card board box - we notice that the sharp metal end had punctured the sterile double wrap - so we could not use it as it was unsterile - I think the reason the sharp end broke through the double clear view wrap is that the sponge protective end (that normally covers the sharp end of the osteotome) was loose inside the packaging and the sharp end was exposed."